Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that while transporting the system, the ac power cord wires pulled out of the strain relief black insulator. The black wire was severed, exposing bare wire. There was no procedure being performed when the phenomenon was observed so there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found that the ac power cord wires were pulled out of strain relief black insulator. The black wires were noted to be severed and were bare exposed. It appeared that the cord was abused (such as rolling the system away before disconnecting it from the outlet).